Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported at check in true to gingivitis, discomfort and sensitivity. At the time of contact the patient mentioned also their teeth are not straight. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.